Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed however the device could not be identified as a bd product. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that while using an unspecified bd vacutainer tube with luer adapter, the connector broke at the main hub. One device affected. No patient impact reported. The following information was provided by the initial reporter: "patient is reporting connector broke at the main hub. Near port on device broke off when attempting to remove the vacutainer."

Manufacturer narrative:
Site legal name (FDA): site legal name is unknown, franklin lakes used in its place. D.4. Medical device catalog #: unknown. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd vacutainer tube with luer adapter, the connector broke at the main hub. One device affected. No patient impact reported. The following information was provided by the initial reporter: "patient is reporting connector broke at the main hub. Near port on device broke off when attempting to remove the vacutainer."